Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a "burning smell." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00. A service history review revealed that this device was not previously serviced for the reported condition, as the only records available are for preparation and installation. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "burning smell" was not confirmed or reproduced during product evaluation. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.